Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect. Device not yet returned for evaluation.

Event description:
Nurse reported that a powerpicc solo was inserted on (B)(6) 2015 removed (B)(6) 2016 because of a fracture at the 5 cm mark. The PICC was being used for chemotherapy (folfirinox). Additional details reported: "44 cm in and 3 cm out" in the right arm. A securacath was used to secure the device. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were evident throughout the sample. Adhesive residue was observed on the outside of the sample, extending from the luer hub to the 4cm depth marking. A partially circumferential split was observed between the 5cm and 6cm depth markings. Multiple kinking impressions were observed between the 6cm and 8cm depth markings. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. The sample kinked preferentially at the split site and at the kink impressions during manual manipulation. Microscopic inspection of the split revealed rounded edges. Material buckling was apparent in the vicinity of the split. Material discoloration was evident at the apices of the split. The kinking impressions and split characteristics were typical of damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage and mechanical factors may gradually form a crack in the catheter.